Event description:
It was reported that the catheter has provided numbers from the 20s to 70s all within 10 minutes. The nurse indicated that the were not giving fluid bolus while getting erratic readings. There were no patient complications reported.

Manufacturer narrative:
Several attempts were made to obtain the device for evaluation. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore review of the manufacturing records could not be completed.